Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that clips were falling out of device. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot #73l1700591 was manufactured on 12/04/2017 a total of 288 pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4) for investigation photos. The top jaw was inspected against the specs for the part (g00441). The flag on the leg of the jaw was found to be out of specification. It was measured to be .049" while the specification for that part is .035" +.008"/-.003". This is a design related issue. Other remarks: the investigation was performed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The trigger cycle was completed and no clip fired. The trigger was engaged again and a clip was unable to properly load into the jaws of the device. This was repeated a couple more times with the same result. The top jaw was not closing properly during the loading of the clips which prevented the clips from loading properly. The device was disassembled to inspect the internal components. Upon disassembly, it was noticed that the clips were out of position and stacking on one another. One clip was broken at the hinge as a result of the clip stack. The flag on the top jaw was found to be out of specification which prevented the jaw from closing properly during the loading of clips and could also lead the clips becoming out of position. This is a design related issue. Non-conformance has been opened to further investigate this issue. The reported complaint of "clips falling out of device" was confirmed based upon the sample received. One device was received. Upon functional inspection, the clips were unable to properly load into the jaws due to the top jaw not closing properly during the loading of the clips. This could also lead to clips falling out of the device when fired. It was found that the top jaw had the flag on the jaw leg out of specification which prevented the jaw from closing properly. Additionally, the clips were found to be out of position in the channel and one of the clips was broken at the hinge. The clip broke due to the clip stacking which appears to have been a result of the jaw being out of specification. It was determined that the root cause of this complaint is the top jaw being out of specification. This is a design related issue. Non-conformance has been opened to further investigate this issue. (B)(4).

Event description:
The complaint states that clips were falling out of device. There was no patient injury.